Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-12266 - device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusion set fell off events in between (B)(6) 2024. The infusion set was in use for about a day. The glucose level was 270 mg/dl. No further information available.